Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had emergency light malfunction error. The issue occurred during maintenance. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d8, g6, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e207 emergency light failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the emergency light. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.